Event description:
It was reported that the patient was having loss of stimulation and was charging the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.